Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the failure was caused by a faulty charged coupled device (ccd). Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer, there was a sudden loss of image on the hd autoclavable camera head. The device was recently repaired a month prior to the event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective charge coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the event was discovered during an unknown therapeutic procedure. According to the initial reporter, the device was inspected and procedure was completed using the same device without any delays.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. The information is located in b5. Should further information be provided, another supplemental report will be submitted.